Event description:
As reported: "head & liner were exchanged during an irrigation and debridement meant for infection. Stripe wear present on ceramic & liner. Surgeon reported corrosion present on neck/trunnion of femoral stem".

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.